Event description:
It was reported that excess solution was noticed around the port of a 3000ml eva bag after filling the bag with unknown solution. No additional information is available. This medical device report is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.